Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regulatory body via a manufacturer representative regarding a patient with an cervical arthrodesis due to trauma. It was reported that the consequence of this failure is the use of a larger plate and the screws unsuitable size which may have repercussions when dismantling the equipment in the future. Product is explanted on (B)(6) 2020. Product is replaced by medtronic product. According to healthcare professional, the reported event is related to use of medtronic products. It has been impossible for the surgeon to pull screws out of the plate as they were blocked inside the plate.

Event description:
The plate and the screws were removed in one piece because it is impossible to remove the screws from the plate. Repositioning of a new plate larger than the previous one (37mm) held by 15mm and 17mm long and 4mm diameter screws due to lack of 4.5mm screws (stuck in the first plate) was done.

Manufacturer narrative:
H3 : device evaluation results as below (part # 3002035, lot # 0706472w) visual and optical inspection revealed the plate was returned bent/damaged with 3 screws threaded in it. One of the locking nuts is also missing. It appears the plate was used but changed out because the screws were not able to be backed out for a different implant positioning. Once the screws are threaded in they are not able to be backed out. The plate appears to have been able to perform its intended function. There does not appear to be a non conforming issue. D3, d4: manufacturer name, lot # added as per new information. H5: fdm and fdr changed as per analysis. B5: additional information added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.